Event description:
Composite hook on universal sling bar broke during transfer of a pt. No injury alleged on the pt. The caregiver got hit in the face by the sling bar, but no visual injuries alleged. Ref MFR # 8030916-2013-00042.